Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8057580. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the device that was returned was subjected to leakage testing; the leakage that was observed, was seen flowing out of a small cut in the extension tubing. Based on sample evaluation, a partial cut was found in the pvc extension tubing near of the wing/inserter. By the conditions of the cut, the slide clamp was reviewed with the intention find sharp edge or flash that could cause a damage in the tubing. However, slide clamp cavity # 15 no showed nothing that caused a cut. Bd engineers attempted to duplicate this event by testing the interaction between the extension tubing and the connected slide clamp. After thirty iterations of this testing our engineers were unable to duplicate the reported failure mode. Unfortunately based on our results, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that leakage occurred from the bd saf-t-intima¿ IV catheter safety system clamp during use after one full day. The following information was provided by the initial reporter, translated from chinese to english: "leakage at clamp noticed after start usage sti for one calendar day"

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred from the bd saf-t-intima¿ IV catheter safety system clamp during use after one full day. The following information was provided by the initial reporter, translated from chinese to english: "leakage at clamp noticed after start usage sti for one calendar day"